Event description:
Reportedly, a re-intervention was performed to explant and replace the associated atrial lead due to the presence of artefacts, intermittent impedance below 200 ohms and pacing threshold above 4.0v/1.0 ms (both in unipolar and bipolar configuration). After the procedure it was not possible to re-connect and tighten the ventricular lead to the subject pacemaker. The device was explanted and replaced.

Manufacturer narrative:
Preliminary analysis of the returned device showed proper mechanical and electrical operation. No tightening mark on the ventricular set-screw tip was found. H6 (type of "investigation") updated. Preliminary analysis of the associated atrial lead was inconclusive relative to the reported electrical issues.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a re-intervention was performed to explant and replace the associated atrial lead due to the presence of artefacts, intermittent impedance below 200 ohms and pacing threshold above 4.0v/1.0 ms (both in unipolar and bipolar configuration). After the procedure it was not possible to re-connect and tighten the ventricular lead to the subject pacemaker. The device was explanted and replaced.

Event description:
Reportedly, a re-intervention was performed to explant and replace the associated atrial lead due to the presence of artefacts, intermittent impedance below 200 ohms and pacing threshold above 4.0v/1.0 ms (both in unipolar and bipolar configuration). After the procedure it was not possible to re-connect and tighten the ventricular lead to the subject pacemaker. The device was explanted and replaced.

Manufacturer narrative:
Please refer to the attached analysis report.